Event description:
It was reported that during an implant procedure, a catheter break occurred. On the day of implant, (B)(6) 2012, the healthcare provider (hcp) met resistance after inserting the catheter through the needle. The hcp attempted to pull the catheter back and also met resistance. Fluoroscopy revealed the catheter went "caudad". When the hcp removed the needle and then the catheter, catheter was not intact, and the distal catheter end was not retrieved and the hcp left the segment in the patient. The hcp removed the proximal segment, as the other section remained in patient, and another catheter was successfully implanted. The reporter stated there was no injury, no adverse event, and no patient symptoms related to the event. The medication being delivered was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h831223601, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4). Final analysis of the catheter found a broken catheter body related to user actions. The distal end of segment 1 (catheter) had both a smooth and jagged looking end. The appearance of the smoothness of the distal end indicated this was likely cause by the introducer needle during implant. The resistance may have forced it to break causing it to look somewhat jagged.